Manufacturer narrative:
The device evaluation is currently in process into root cause.

Manufacturer narrative:
Evaluation: there were two units included in this complaint. The particulate in the first was unit was unable to be located. The particulate in the second unit was evaluated and measures approximately 8.8mm by 40um in size. The ft-ir data for the second unit's particulate is consistent with rayon. This report is a confirmed manufacturing defect and root cause is being addressed through CAPA. Manufacturing records were reviewed and there were no related manufacturing non-conformances. A technical summary has been initiated to address patient safety risk and to summarize the analysis of returned products to assist in ongoing corrective actions. Instructions for use remain appropriate. Trends will continue to be monitored through the edwards quality systems.

Event description:
It was reported by warehouse in (B)(4) that on the percutaneous insertion kit "unknown fiber-like particulate was found inside the package during incoming inspection." This was found during japan incoming inspection and never had contact with the patient/hospital.